Event description:
It was reported that the pump was hot to the touch despite being in room temperature conditions while charging. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.